Event description:
It was reported that after the implant procedure, a chest x-ray revealed an abnormal left side with an observation of pneumothorax. No drain was needed. The device and leads remain in use. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number (B)(4) is not approved for distribution in the united states, however, it is same to a device marketed in the u.s.